Event description:
The customer reported to customer service that she purchased her pump in 2007 and used it for her first baby. On (B)(6) 2010, she started using it for her second baby w/o issue. She noticed that wires were exposed on the power supply cord, but continued to use it until it would no longer power her pump. She indicated that the pump worked fine with the battery pack. No injuries were reported. Customer service advised her to discontinue use of the power supply.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she indicated that she did not see fire, smoke or signs of melting and that there is no breach in the transformer housing, but she did see sparking. She also indicated that no injuries were sustained as a result of the issue. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires and resulting in a short which could cause sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a breach in the insulation at the strain relief, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 0.2 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.4 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 60.0 ohms, which is normal and indicates that the thermal fuse did not blow.